Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature ventricular contraction (pvc) that inhibited left ventricular (lv) lead pacing. Technical services (ts) was consulted and explained it looked like intrinsic conduction and recommended reprogramming changes. The device remains in service. No adverse patient effects were reported.